Event description:
The customer reported that when they used the vertical lift, the system would shut down without command and reboot itself. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.